Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. A non-conformance search was performed for this part (228151), lot (l882959) combination and no nonconformances were found. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.

Event description:
Additional information received from affiliate on 06november2018: reportedly the peek implant was intact. The pulling suture broke inside joint capsule while pulling. That broken part of suture was going to be cut away, not the suture which connect the two peek implants. The device broke intra-operatively. The broke suture was taken out. The patient¿s bone quality was noted to be normal. The surgeon was no off axis. The same bone hole used to complete the procedure. The needle angle was twelve degrees. The surgeon fully depress the trigger until the click. The tip of the needle was not still in the scope view; the needle was taken out while pulling the suture. The surgeon penetrated the meniscus all the way to the depth stop. The surgeon did not use a probe. He peek implants were left inside patient¿s joint capsule, they are adhered on the meniscus, but cannot tighten up the tear.

Manufacturer narrative:
(B)(4)- incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an acl reconstruction and meniscus repair case that the truespan suture broke during pulling and the repair failed. It was reported that the surgeon then used s&n fast fix 360 to continue meniscus repair. It was not reported if there was a delay in the surgical procedure, or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional event information received on 10/24/2018. Both first and second implants are fired, but they cannot be tighten up by the suture as the suture broke when pulled. The implants were left with suture. They adhered at meniscus, but they are not tighten up, so fail to repair the meniscus tear. It was noted there was less than 30 minutes surgical delay. No patient consequences, meniscus tear was repaired using competitor's product.